Event description:
It was reported that the patient had a loss of therapeutic effect with stimulation on and stimulation was turning off. The patient had six falls last month and four more since (B)(6). The reporter noticed that the patient had a fear of falling, but he did not like to use a walker and if he did it was only at home. The reporter also noticed a change ¿about two months ago¿ that when the patient went to turn he did a ¿step step step¿ process. This was mentioned to the physician¿s assistant (pa) at the last appointment ¿about four to six weeks¿ prior to the report. The patient did not like to go to the healthcare provider (hcp) in general and only had his device checked three times since implant. The patient¿s device was found off at the last appointment, as well as the one before ¿about one and a half years ago,¿ but he had no tremor and walked in fine. However, when the pa turned stimulation on the patient looked like he was in pain and angry and he could barely walk. The pa put a belt around the patient and told the reporter she would probably need to start using a belt. The patient really had to hang on to the reporter as they were walking out the door and as soon as the pa closed the door the patient turned stimulation off; he could walk better, had no tremors, and seemed to sleep really well with it off. The pa told the reporter that the patient needed a new battery, but provided no details why. It was noted that the patient benefited greatly from therapy immediately after implant. However, the patient was still taking carbidopa/levodopa. It was unclear as to why the patient¿s ins had been found off at two different appointments. Any interventions and the patient outcome were also not reported, so additional information was requested. However, the hcp was not aware of the information and could not comment on the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v021177, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v021177, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had gotten the deep brain stimulator in 2007 to help with tremors which it had helped but the battery was now dead. The patient was not suffering from tremors anymore. It was believed that the deep brain stimulator had cured the patient. The patient had no desire to get the battery replaced because he was doing well. The patient did not plan to get a new battery put in unless it was needed in the future. The deep brain stimulator was not being used.